Event description:
Customer reported system gave "saturation fault" error, after re-boot, system operated normally.

Manufacturer narrative:
Gehc surgery personnel ordered new x-ray tube. System still operational. Installed new x-ray tube, tested ok. System operating normally.